Manufacturer narrative:
A third-party service agent further replaced the main keypad assembly to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to use. Stryker further evaluation the main keypad assembly and determined that the cause of the reported issue was due to excessive resistance of the shock switch located on the main keypad assembly. This resulted in the reported event code being logged into the device's memory, following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device logged an event code in its memory. Upon initial evaluation by the third-party service agent, it was observed that the event code was related to a failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device logged an event code in its memory. Upon initial evaluation by the third-party service agent, it was observed that the event code was related to a failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Manufacturer narrative:
(B)(4). The device was not returned to physio- control. A third-party service agent evaluated the customer's device and verified an event code was logged into the device's memory indicative of a failure to deliver defibrillation energy. It was observed that the device was able to charge and shock. After replacing the biphasic to therapy pcb flex cable assembly as a precautionary measure and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device logged an event code in its memory. Upon initial evaluation by the third-party service agent, it was observed that the event code was related to a failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.